Event description:
It was reported that the patient experienced presyncope. No action was taken; it resolved without any consequences on (B)(6) 2014. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.